Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 at around 8 pm because of high blood glucose. The customer¿s blood glucose during the incident was 566 mg/dl. Their blood glucose at the time of admission was 374 mg/dl. They were wearing the insulin pump at the time of hospitalization. The customer also reported that they had been getting no delivery alarms. Their current blood glucose was 331 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The device will not be returned for analysis.